Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable due to patient not charging. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively and the issue is resolved.